Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported receiving repeated cassette depleted alarms in both pumps, and troubleshooting was unsuccessful. The patient went to the ER to continue remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed (B)(6)2023 (report number 3016798778-2023-00079). Additional information was received by (B)(4) by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs show that remote (B)(6) (paired with pump (B)(6)) generated pump failure alarms on the date of the complaint. During the investigation, the pump was disassembled and a hardware failure was observed to be the cause of the alarms. Logs show that remote (B)(6) (paired with pump (B)(6)) generated cassette depleted alarms on the date of the complaint. The logs leading up to these alarms are consistent with the pump having an empty cassette attached. During investigation, a test delivery with a full cassette did not generate any unexpected alarms, indicating the system functioned as intended with no issues. Since no cassettes were returned, the cause of the alarms cannot be determined. Both systems functioned within specification. Remote (B)(6) and pump (B)(6) alarmed accurately and entered a failsafe state after alarming. No problem was found with remote (B)(6)1 and pump (B)(6).